Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing terrible foot pain. The patient's doctor reprogrammed her device 2 weeks ago because she was having terrible foot pain. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Indication for use was noted as: urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.